Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic polypectomy procedure, when using the polyloop ligating device, the accessory was correctly positioned inside the patient and strangled the polyp as intended. However, when releasing the loop, the metal rod of the polyloop bent or broke, preventing the loop from being released. The loop remained stuck inside the patient. The physician had to cut the polyloop handle in order to remove the endoscope, then return later to extract the accessory. The procedure was completed with an olympus backup device and was prolonged for less than 30 minutes. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Updated fields: d9, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. The handle portion had been cut off and was not returned with the insertion portion. The tube sheath was examined and there were no kinks or bends observed on the insertion portion. It was also identified that the loop was not returned with the insertion portion. Based on the results of the investigation, a definitive root cause could not be identified. The most probable cause of the complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause of the complaint is not established. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.